Manufacturer narrative:
The involved device was not returned for analysis and confirmation. Although not always repeatable, previous engineering analysis of these valve components have shown recessed/leakage condition can potentially occur if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with (B)(4). And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve as well as ensuring that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle. The exact cause of the reported event/product issue are unknown. Device not returned.

Event description:
Complaint received reporting leakage issue with use of one 42644-66 transpac® IV monitoring kit w/safeset¿ 60" arterial pressure tubing,reservoir,03 ml squeeze flush and 2 needleless valves. The initial information received reports following a blood sample draw clinician " ..attempting to flush the line clear, blood and flush squirted out of the luer activated sampling port closest to the patient connection ...". There were no reported patient injuries and or adverse outcomes.